Event description:
The device was used during a lar. Reportedly, the anvil did not tilt and the anastomosis was not complete. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.